Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the tube of the device during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with an unknown uv disconnect cap; an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The uv disconnect cap received with the complaint sample was used during leak testing. Clear passage testing and clamp function testing were performed without noting any issues. However, leak testing and visual inspection failed due to two small holes in the tubing near the twist clamp. The reported issue was verified. The cause of the reported leak occurrence was determined to be a holes in the tubing located near the twist sleeve which was identified during visual and functional inspection. The cause of the holes was not determined. Should additional relevant information become available, a supplemental report will be submitted.